Event description:
It was reported that a pump failed a flow rate test. The pump was programmed at 200ml/hr with a vtbi of 40ml. The customer stated that 50 ml of fluid was delivered and the pump was stopped before the infusion was complete. The amount of time left on the infusion could not be obtained. The customer alleges a flow rate inaccuracy of approx 12%. The customer also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for an evaluation. Therefore, an eval could not be performed. Should the device be returned, and add'l info is discovered, a supplemental report will be submitted.